Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor and was broken. It was not possible to confirm if the customer received sensor damage due to customer returning opened and used sensor.

Event description:
Customer reported via phone call sugar glucose value not available alarm. Customer advised the sugar glucose value was not shown on the insulin pump for over 3 hours. Customer advised the site appears to be normal and the sensor is fully inserted. Water tight tester was performed and passed. A replacement sensor will be sent to the customer. Customer agreed to return the product for analysis.